Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when checking the unit before putting it into use, the external pulse generator (epg) displayed an error during power-up. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the incoming functional test failed. The device needed calibration.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.